Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed that the trigger did not function correctly. This was attributed to normal wear. The motor and control unit were replaced. Maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported the device stopped working. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).